Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, while using the knot pusher the suture broke below the knot. A femostop was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.